Manufacturer narrative:
It was reported that the the upper pressure limit was reached. The flow transducer was replaced and calibrated. The device was cleared for clinical use. The replaced part has not been available for investigation. The ventilator is an older model and no logs are generated. The product and its accessories are no longer supported by our company since we no longer manufacture the product and an end of support decision was taken in the year 2004. The production of the ventilator model has been discontinued. The true cause of the event has not been determined.

Event description:
Manufacturer's reference number: (B)(4).

Event description:
The device is not working properly and the flow was occasionally exceeding the upper alarm limit. There was no patient harm. Manufacturer's ref. #: (B)(4).